Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was double loading and one would go on the cystic artery and the other would fall out on unknown firings. It was also hard to rotate the device and made a strange noise when rotating. Another like device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.